Event description:
Event reported in a literature article: journal of pediatric hematology/oncology 2014; 00:000-000. Accepted for publication 10/03/2014. "Safety and outcomes of extracorporeal photopheresis with the therakos cellex system for graft-versus-host disease in pediatric patients." A (B)(6), one of four patients (all four with liver involvement) in a retrospective review of twelve pediatric patients that failed to respond to the treatment and died of catheter infection, steroid tapered due to steroid side effects. Hsct indication: all, acute lymphoblastic leukemia donor: mud, matched unrelated donor (9/10). Stem cell: bm, bone marrow. Onset of gvhd (wk): gvhd treatment (pre-ecp): tacr (tacrolimus), mmf (mycophenolate mofetil), mp (methylprednisoline). Interval between onset of gvhd and ecp (wk): 20 gvhd type: overlap (biopsy proven). Affected organs (stage in agvhd, score in cgvhd): chronic skin (3), acute skin (1), acute gis gastriintestinal (2), liver (2). Degree of gvhd: grade 3 acute gvhd, severe chronic gvhd. Improvement: acute: no improvement, chronic: severe to moderate. Ecp procedures: gvhd treatment during ecp: tacr, mmf, mp. Beginning of improvement (if any) (number of procedures): survival: expired. Current status: died of catheter infections, steroid tapered due to steroid side effects. Date of death was not reported.

Manufacturer narrative:
No lot number was reported; therefore no batch record review was performed. There were no trends detected for complaint categories, death or multi-organ failure. A (B)(6)male with grade 3 acute gvhd and severe cgvhd of acute lymphoblastic leukemia (all) died of catheter infections, steroids were tapered due to steroid side effects. Patient only had 8 hcp treatments. This case is serious and not related to ecp therapy. Therakos is reporting that out of abundance of caution. Kit unique identifier (UDI)#: (B)(4).